Event description:
Cap survey sample failure on 4 samples for procainamide. Initial samples tested 2007, gave the following results: sample (1) 3.3 ug/ml, sample (2) 2.9 ug/ml, sample (3) 4.7 ug/ml, sample (4) 3.5 ug/ml. Same samples retested 2007, gave the following results: sample (1) 9.3 ug/ml, sample (2) 8.1 ug/ml, sample (3) 12.5 ug/ml, sample (4) 7.0 ug/ml, samples were random quality control samples and not reported as patient results. The field service representative determined there was a problem with the reagent probe. The instrument was repaired.